Event description:
It was reported to philips that the system had an insufficient disk space error. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was performed when the issue happened. The procedure was delayed and completed as planned. Field service engineer (fse) inspected the system onsite and found that insufficient disk space error. Fse found that free space was low, delete examination message had appeared on the system screen. To resolve the issue, fse performed the database consistency and removed 40 dangling records, after removed 40 dangling records, the system was working as intended. The codes were updated based on the investigation outcome.